Event description:
A vns treating neurologist reported that a patient was seen by them because experiencing increased seizures. It is unknown what is causing the patient's seizures. No information has been obtained as to whether over their prevns rate or not. The patient had their generator replaced and good faith attempts are underway to have it returned for analysis.

Event description:
Device not at neos, but at eos unknown.

Event description:
Additional information was received that the patient's explanted generator will not be returned for analysis. No further information is known by the patient's treating physician's office in regards to the cause of their seizures. The patient's implant card reported that their device was at neos yes.